Event description:
Unable to obtain strips for the monitor. MFR was notified and told rptr they would send them a different machine. They have the strips on back order since june. Rptr has tried to find strips at 10 different places. Rptr cannot believe that MFR makes a monitor where strips aren't available. Rptr wants to talk with someone about MFR's practice.